Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Correction to the initial notes: the blood glucose was 168 mg/dl, not 18 mg/dl.

Manufacturer narrative:
No unexpected blank display anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 18 mg/dl. Battery cap had been replaced. Display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.